Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed that the system was not booting up. To address the issue, the rse recommended replacing the power cable. However, since there was no further response from the customer, no additional service was carried out by philips. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.